Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual correction injection to address bg. The customer continued to use the pump for insulin therapy and received guidance on uninstalling and reinstalling the tandem mobi mobile app to potentially resolve the issue and was additionally informed that tandem is working on a software update to address this problem.